Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse was unable to reproduce the reported problem. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the intuitive surgical, inc. (Isi) clinical sales representative (csr) informed the isi field service engineer (fse) that when the surgeon swapped between universal surgical manipulator (usm) 4 and 3, the movement was unexpected on usm 3. The fse reviewed the logs and found no relevant error. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the reporter and obtained additional information. During the procedure, usm3 moved very quickly (with no clinical or technical consequences) which surprised the surgeon as he felt that he did not initiate the movement. This movement occurred at the end of the procedure and marked the end of the robot's use in this procedure. The initial reporter was not able to determine what had happened and requested the fse to validate the system logs to determine whether there was a problem with the usm. Nothing was detected and since (B)(6) 2023, three additional procedures have been performed without any malfunction.